Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they experienced a loss or change of therapy. She stopped feeling stimulation a couple of days ago. The patient programmer did not connect with the antennaattached. The patient used it without the antenna and was able to connect. They were at 0.6 volts. The patient's husband pressed the plus button and the patient programmer still showed 0.6 volts. She felt stimulation now though. Troubleshooting resolved the reported issue. This was considered to be a sudden change in therapy/symptoms. There was a poor communication screen on the patient programmer. The antenna was confirmed to be secure, it was synced, and this did not resolve the reported issue. The patient programmer connected without the antenna but not with the antenna attached. It was further reported on (B)(6) 2016 that there was a another poor communication screen on the patient programmer. The patient got a replacement patient programmer on (B)(6) 2016 and the replacement patient programmer did not communicate with the implantable neurostimulator (ins) with the antenna. She tried the new patient programmer with her antenna and the patient programmer still did not communicate with the a ntenna attached. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.